Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the received pictures were reviewed. It can be confirmed that the threaded part of the driving cap for insertion handle is broken off as complained, the fragment is not visible on the picture. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device history lot part: 03.010.523, lot: 3l42447, manufacturing site: bettlach, release to warehouse date: june 11, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.523, lot: 3l42447, manufacturing site: bettlach, release to warehouse date: 11. June 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the threaded part of the driving cap is broken. The broken part was found to be stuck in the also received insertion handle and cannot be removed. The driving cap is in a very used condition with numerous hammer marks on top of the head as well as at the bottom side of the mechanical stop, below the hexagon. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the damage at the last thread flank and as the fragment cannot be removed from the insertion handle. Document/specification review: the drawing was reviewed during this investigation. The review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification. Inspection sheet thread of this lot pass all inspection steps during manufacturing without any deviations. Summary: the complaint condition can be confirmed based on the received pictures and as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a surgery. During the surgery, while inserting the femoral nail, the impactor was broken off inside the targeting arm. The nail was re attached on back up targeting arm and inserted successfully. There were no patient consequences are reported. Concomitant devices reported: insert-handle radioluc fem recon nail (part# 03.033.001, lot# 18p9850, quantity# 1) unknown nail (part# unknown, lot# unknown, quantity# 1). This complaint involves (1) device. This report is for (1) driving cap f/insertion handle this is report 1 of 1 for (B)(4).